Event description:
A nurse reported that one of the hospital patients experienced "severe hypoglycemia" while using a surestep meter. On the day of the event, pt's blood glucose was 1.6mmol/l, 1.7mmol/l and 2.6mmol/l successively on ss hosp meter. However pt's blood glucose was 22.6mmol/l on pt's ss meter about 2 hrs later. At this point, the reporting nurse, who has been testing the pt, noticed that the hospital test strips have expired in 06/2000. Pt did experience perspiration, dizziness and trembling. Pt was treated with insulin to "lower blood glucose". Nurse complained that the ss meter did not give an error 2 message to indicate that test strips have expired.